Event description:
Green olympus bugbee electrode broke apart inside the patient, and the round ball was loose in patient. All pieces of the bugbee electrode were obtained and out of the patient's body before closure. A bugbee is a long polar electrode for cautery usually used in urology cases. There is a silver ball that is part of the system and came loose in patient. There is not packaging for bugbee as it comes in the cysto minor tray.